Event description:
On 05/31/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge flow cytometer malfunctioned. This occurred during a case with no adverse effects on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged, abs-10060, serial number (B)(6), was returned for investigation. Visual evaluation noted a large crack on the bottom right of the housing. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), had flow cytometer malfunctioning. This error could not be replicated. However, it was noted that the brake does not engage with the disposable as it should. Furthermore, the first disposable loaded into the angel system had a ¿separation chamber¿ error. A new disposable was loaded and ran without errors.